Event description:
Related manufacturing reference number: 2017865-2023-95838. It was reported that the patient presented in the emergency room (ER). It was noted that the shock elicited by the implantable cardioverter defibrillator (ICD) was due to the dislodgement of the right atrial (ra) lead, causing the ICD to incorrectly interpret a ventricular tachycardia (vt) signal. The dislodgement was discovered via a chest x-ray (cxr). There were no reported adverse reactions to the inappropriate shock. The ICD and ra lead was explanted and replaced. The patient was stable throughout the procedure.